Event description:
Mild vein occlusion [vascular occlusion]. Expected swelling above her lip [injection site swelling] . Extreme pain [injection site pain]. Rha2 in the lips [off label use]. Case narrative: united states report received from a health care professional via company representative refers to a 25-year-old, caucasian, female patient, who had received rha 2 on (B)(6) 2024 for unknown indication. A volume of 0.65 ml of rha2 was applied on lips via needle technique. It was not reported if cannula was used for the administration. Lot: tp30l-23211al, expiration date 22-may-2026. The patient's concurrent medical history included allergy to estrogen and anxiety. Concomitant medications included zoloft (sertraline hydrochloride) for anxiety. On (B)(6) 2024, the patient complained of extreme pain and swelling. According to provider that was normal, and the patient was advised to ice area and use ibuprofen to help with the symptoms. The provider encouraged the patient to take benadryl at night. No blanching or bruising was noted when facetiming with the patient. Afterwards, the patient reached out to the provider again with information given by her friend, also aesthetic injector, that she had some complications with the products (unspecified) and rha should be dissolved. Per providers assessment the comments from a friend made patient hyper-focused on issues of pain and swelling. She checked the patient of any signs of vascular occlusion but there were none noted. On (B)(6) 2024, the patient went to ed and they told her it was 'mild vein occlusion'. Swelling above lip was drained and she was prescribed with antibiotics. The patient was advised to get filler dissolved. At that time, the patient was asked to provide ed paperwork to confirm diagnosis. According to provider the patient's lips looked normal, and she didn't believe there was any product issue. On (B)(6) 2023, the patient didn't show into the providers office to have the assessment. The patient refused to drive due to her antibiotics and anxiety for which she increased her zoloft dose. She did not feel comfortable driving to the practice (3 hours away). According to the patient, it made more sense for her to see someone closer to dissolve the lip filler. The patient was asked again for ed paperwork and despite the promise that she would send it, information was not provided to the injector. The provider reached out to the patient two more times to ask for the ed paperwork and the patient has stopped responding. The provider stated she was unsure if the patient even went to the ed, but she did not believe the patient had a ¿mild vein occlusion¿ because there were no clinical signs or symptoms of an occlusion. At the time of report, the outcome of the events was resolving. The intensity of event vascular occlusion was mild and intensity for other events was not reported. It was unknown if the product was available for return. Health effect ¿ clinical code: e2328, obstruction/occlusion. Health effect ¿ clinical code: e2111, injection site reaction. Health effect ¿ clinical code: e2111, injection site reaction. Health effect ¿ device code: a2304 off-label use. No additional information was available at the time of this report. Case comment: a causal relationship between the rha2 and reported vascular occlusion is assessed as possible based the lack of alternative etiologies that can be identified based on the information reported. Receipt of follow-up information will result in reassessment. The company will continue monitoring the benefit-risk profile for the product.